Manufacturer narrative:
Retainer = black . Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace and history files show critical error handling alarms (pump error 63 and pump error 4 alarms). On (B)(6) 2021 at 17:53 the pump alarmed pump error 4 (linenumber 2727 filenumber (B)(4)) and then at 18:54 the pump alarmed pump error 63 (file number = (B)(4), line number = 9926, variableinfo = 15). Per r&d engineering, pump error 63 along with pump error 4 were generated due to the rf chip error. Suspecting the hw. The pump was cut open for visual inspection. No damage or moisture damage was found on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The force sensor zero offset is within specification (23.7 mv). The following were noted during physical inspection: scratched case, stained serial number label, cracked battery compartment, cracked battery tube threads, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image), pump error 4, and pump error 63 alarms are confirmed, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver 4.11d. Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace and history files show critical error handling alarms (pump error 63 and pump error 4 alarms). On (B)(6) 2021 at 17:53 the pump alarmed pump error 4 (linenumber 2727 filenumber 32122) and then at 18:54 the pump alarmed pump error 63 (file number = 2005, line number = 9926, variableinfo = 15). Per r&d engineering, pump error 63 along with pump error 4 were generated due to the rf chip error. Suspecting the hw. The pump was cut open for visual inspection. No damage or moisture damage was found on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The force sensor zero offset is within specification (23.7 mv). The following were noted during physical inspection: scratched case, stained serial number label, cracked battery compartment, cracked battery tube threads, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image), pump error 4, and pump error 63 alarms are confirmed, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received critical pump error alarm with an open book image on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.